Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system. The exact implantation date is unknown, however, two implant dates were reported: (B)(6) 2003 and (B)(6) 2008. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).